Event description:
Rv lead replacement was performed due to rv lead threshold elevation. It was confirmed for pacing failure as the threshold showed as 6.0v/1.0ms, lead impedance of 501 ohms, amplitude for 5.0mv and there was no noise to the iegm. During the removal of the rv lead, lv lead was also removed even though it was not intended. Therefore, all the system was removed.

Manufacturer narrative:
Upon receipt, the lead was found cut 48.5 cm proximal to the lead tip. The distal fragment was returned for analysis. The proximal fragment was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation of the returned fragment was found damaged due to wear in the distal end region, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, an additional cut was found 39 cm proximal to the lead tip, which most likely resulted from the extraction procedure. Blood penetrated the lead in this region. The rv shock coil was found stretched. This damage probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.